Manufacturer narrative:
The device has not been received for analysis. If any additional relevant information is received, a supplemental MDR will be submitted.

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, the stent balloon was slow to deflate. The physician deployed a taxus express2 3.5x28mm drug eluting stent to 14atms in the right coronary artery (rca), but the stent balloon was slow to deflate. They re-inflated the stent to 17 atms and it was slow to deflate again. The lesion was not pre-dilated or post dilated. No pt complications occurred. Pt status is noted as "ok."